Manufacturer narrative:
Product complaint # (B)(4). H3 investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis determined that the vstas1 device was returned with the dual applicator attached and luer lock damaged returned. In addition, the pre-filled syringe was filled with water. In an attempt to replicate the reported incident, the device was functionally tested to detect any functional issues. Upon evaluation of the device, it was functionally tested, and the luers move but cannot remove the spray and drip tip from the adapter. No conclusion could be reached as to what may have caused the reported incident. The reported complaint was confirmed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6. Type of investigation a manufacturing record evaluation was performed for the possible finished device lots, and no non-conformances were identified. Additional information: d4, h4 ¿ the actual device batch number associated with this event is not known. The following are the possible batch numbers: batch 2800906 mfg date: march 20, 2021, exp date: march 22, 2026 batch 2804989 mfg date: march 28, 2021, exp date: march 29, 2026 this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This event was reported to the us FDA by the initial reporter via voluntary medwatch MDR report #: mw5113050. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: 1. Is the user a new user to vistaseal? If not, how many times have they used vistaseal prior to this event? Experienced user 2. How many times have they applied the laparoscopic tip? Many times 3. Was a sales representative present during the case when the issue was experienced? No 4. Was any leakage or product solution observed at the luer locks connection? No, but product was never intentionally expressed as they were not able to remove the mailable applicator for the laparoscopic applicator 5. Are there pictures of the damaged device available? I have not taken pictures of the device. As recorded in the product complaint, the device will be returned. 6. Was there any change in the patient¿s post-operative care due to the prolonged procedure? No. The actual device batch number associated with this event is not known. The following are the possible batch numbers: 2800906 & 2804989. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a lap bowel resection procedure on an unknown date and a fibrin sealant preparation device was used. The pa and scrub tech both attempted to remove the top assembly in order to attach the laparoscopic adaptor, with no success. Another was used with no problem. The surgery was delayed by 10 minutes. The procedure was completed successfully. No adverse patient consequences were reported. Additional information was requested

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.